Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the shoot insulin while priming and battery compartment was cracked. Customer¿s blood glucose was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No prime or fill anomaly noted. Insulin pump received with cracked battery tube thread noted.